Event description:
Customer called to say her blood glucose levels (bgs) had been elevated all day and she had ketones. Her bgs ranged 230 - 449 mg/dl while wearing the pod. When she actually removed the pod, she said the needle never retracted back into the pod. She managed to bring her bgs down with manual insulin injections. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.